Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer declined tandem technical support's (cts) offer to perform a pump system check. Blood glucose was 205 mg/dl. Reportedly, fiasp insulin was used in the cartridge. Cts informed customer that fiasp was not labeled for use with the pump. Customer acknowledged. Customer reported to have manual insulin injections if needed.